Manufacturer narrative:
The patient's electrode belt (B)(4) was evaluated at the distributor. The electrode belt passed functionality testing. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a 57 year old female patient had a rash. The patient's rash was dry and was located underneath her breasts. The patient's nurse cleaned the affected areas with saline solution. The medical outcome of the rash is unknown.